Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was noted. Both cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No leaks were identified; however, the kink resistant tubing (krt) connected to the first cylinder was found to be worn to the filament. Additionally, the pump did not pass activation test during functional evaluation. Both cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole in its middle portion caused by a sharp instrument, as well as wear at the fold in the proximal and distal ends. A leak was confirmed in the middle of the cylinder, consistent with the sharp instrument damage. The second cylinder had a hole in the proximal end of the cylinder, also attributed to a sharp instrument damage. Wear was observed at the fold in the proximal and distal ends. A leak was confirmed in the proximal end, consistent with the observed damage. Based on the information available and analysis results, the pump not passing functional evaluation could have caused or contributed to the reported clinical observation of device not working properly. Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was noted. Both cylinders and pump were removed and replaced. No patient complications were reported.